Event description:
It was reported that the patient's device has helped her symptoms, but she gets shocking sensations in various parts of her stomach. If she has eaten, she gets shocked in one area of her stomach and if she hasn't eaten, she gets shocked in a different area. The patient would like the device removed. Further information is being requested from the hcp.